Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of palpitations. Holter strips showed atrial undersensing. While the patient was in the clinic, the atrial sensing was noted to be within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.